Event description:
Per the clinic, the patient experienced shocking sensation, pain with stimulation, a sudden change in sound quality and loudness discomfort. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.